Manufacturer narrative:
Product has been received in anticipation of investigation. Once evaluation is complete, a supplemental report will be submitted if applicable.

Event description:
Customer reported the cannula dislodged from the injection site and high blood glucose was observed. The following information was reported: time: 6:38am, bg(mg/dl): 257, cho(g): 40, bolus(u): 10.30. Time: 3:38pm, bg(mg/dl): 405.